Manufacturer narrative:
A reservoir and detached connector/tubing were received for analysis. No functional abnormalities were noted with the reservoir. The detachment end of the reservoir inlet tubing appeared to have rough and irregular surfaces, with monofilament exposure, indicating that stress was exerted. No functional abnormalities were noted with the detached connector / inlet tube. The detachment end of the detached inlet tubing appeared to have rough and irregular surfaces, with monofilament exposure. Based on examination of the returned product, no functional abnormalities were noted with the returned components. However, it was concluded that the rough and irregular surfaces in combination with exposed monofilament at the detachment site indicates that sufficient stress may have been exerted on the inlet tube to separate the site while in-vivo. The information received indicated there was a complete tear in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
Additional review determined there had been fluid loss and the defect was reported to be in the reservoir tubing.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device required a revision procedure due to an unspecified tear in the tubing. No other adverse patient effects were reported.